Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation stent on (B)(6) 2016 to treat an abdominal aortic aneurysm. On (B)(6) 2018 the patient was admitted to the ER with a ruptured aneurysm as a result of an apparent type 1a endoleak. It was reported that the physician previously noted a type 2 endoleak which contributed to the neck enlargement and subsequent type 1a endoleak. The patient did not follow-up after the 6 week postoperative CT. It was reported that the patient expired on (B)(6) 2018.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ia endolesk, non-device-related type ii endoleak (of the lumbar artery) and resultant rupture are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest significant aneurysm sac growth (of 31mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 21-month post implant computed tomography scan. The most likely causation for the reported event is user-related due to landing of the first sealing ring being low, a lack of follow-up surveillance and a pre-implant conical neck. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as deceased. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem. D4 expiration date. D10 concomitant medical products. G1 manufacturer contact office. G2 report source. G3 awareness date. H6 patient code; remove 2208. H6 device codes; remove 1354 and 1068. H6 method code; remove 4114. H6 result code; remove 3221. H6 conclusion code; remove 11. Note: this report is being submitted per FDA request due to invalid cfn number previously indicated as 3008011-2018-00163.

Event description:
The patient was initially implanted with the ovation ix abdominal aortic aneurysm stent system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, the patient was admitted to the ER (emergency room) with a ruptured aneurysm as a result of an apparent type ia endoleak. It was reported that the physician previously noted a non-device-related type ii endoleak, which contributed to the neck enlargement and subsequent type ia endoleak. The patient did not follow-up after the 6-week postoperative CT (computed tomography) scan. The patient reportedly expired on (B)(6) 2018. Additional information: clinical assessment identified that significant aneurysm enlargement also occurred.